Manufacturer narrative:
H10 - review of the additional information received has determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that per the managing physician¿s office there was no issue with the pump or the patient¿s therapy. They had filled the pump with 40 ml but programmed it as 38 ml as an added precaution in case the patient was unable to come in for a refill during the pandemic, so the amount withdrawn in the or (operating room) was accurate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving morphine (17mg/ml at 5.4 mg/day) and bupivacaine (7mg/ml at 2.2278mg/day) via intrathecal infusion pump for spinal pain. It was reported the rep was assisting with a pump replacement for normal eri battery longevity with no therapy issues. The old pump was aspirated and the erv was 21.9ml and the arv was 25ml. They decided to do a back table prime and not aspirate the tcv. The hcp wanted to decrease the daily dose by 10% and the rep was wondering if this was an accurate decrease. It was reviewed that dosing is a medical decision and the rep stated the dosing decrease was associated with the volume discrepancy. It was confirmed the tcv wasn't aspirated. The pump logs showed now stalls. Further troubleshooting options were discussed, and the rep stated they would speak to the hcp.